Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown - zero-profile implant/unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article zhang, l., wang, j., tao, y., feng, x., yang, j., and zhang, s. (2016) outcome evaluation of zero-profile implant compared with an anterior plate and cage used in anterior cervical discectomy and fusion: a two-year follow-up study. Turk neurosurg, volume 26(3): 416-422. The purpose of this article is to compare the early clinical outcome and complications between zero-p implant and cage with anterior plate in patients undergoing anterior cervical discectomy and fusion (acdf). This study occurred from may 2010 to may 2012, where 50 selected patients (24 male, 26 female) who underwent acdf were enrolled prospectively. All patients had cervical radicular symptoms or neurological deficits failing conservative treatment for at least 6 weeks. 23 patients with a mean age of 48.6 years (range 33-65 years) had a total of 27 zero-p implanted. Another 27 patients, with a mean age of 52.7 (range 36-72 years), had a common cage implanted with an anterior titanium plate. The mean follow-up time ranged from 24 to 36 months (mean 28.5 months). This is report 1 of 1 for (B)(4). This report is for an unknown - zero-profile implant and refers to five (5) patients in the zero-profile group had transient postoperative mild dysphagia (<3 months) and only 1 patient (4.3%) complained of dysphagia that persisted beyond 3 months who was also released at the 6 months follow-up. Additionally, one (1) patient in the zero-profile group had cerebrospinal fluid leakage and recovered after 5 to 7 days of local pressure and conservative treatment.